Event description:
It was reported that during a lap colectomy procedure, during the first initial firing, the device was fired and would not release off tissue. Rep was called and he gave different techniques on how to open the instrument, and still could not get instrument opened. Used another instrument to fire across to resect the tissue. The other instrument was stuck on. Then was able to remove. Rep came to case and was able to then force the instrument open. Case completed by putting in another trocar port and used device to complete the case. Large incision made on the pt and surgery extended by 20 mins.